Manufacturer narrative:
(B)(4). Concomitant medical products: tprlc 133 t1 pps ho 12 x 144 mm, pn 51-104120 ln unknown. Cer bioloxd option hd 36 mm, pn 650-1057 ln unknown. Unknown liner, pn unknown, ln unknown. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-06709, 0001825034-2018-06710, 0001825034-2018-06714. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported that patient was noted to have pain and vertigo requiring visit to hospital approximately two months post initial hip arthroplasty. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: item # 51-107110, tprlc 133 mp type1 pps ho 11.0, lot # unk, item # 11-363660, 36mm cocr mod hd -6mm, lot # unk.